Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported an error 4 message on their freestyle flash meter in the fire department. Customer reported the error happened when he tried to obtain a reading from a patient who has decreased level of consciousness. Customer reported treating the patient with intravenous solution and oxygen, then transporting the patient to a local hospital. There is no report of hyper or hypoglycemia diagnosis or treatment.